Manufacturer narrative:
Concomitant medical products: product ID: w1dr01, serial#: (B)(4), implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than a week after implant the right atrial (ra) lead exhibited a warning for low and undefined unipolar impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.